Event description:
Same case as MDR ID#: 2134265-2013-05961 and 2134265-2013-05959. It was reported that during the percutaneous coronary intervention, the motor drive unit was unable to pullback. The ilab ultrasound imaging system unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion located at a distal of left circumflex. It was noted that the left side of the sled, a part where the catheter was set in, it was misaligned making the catheter to be improperly angled. Due to sled defect, the motor drive unit failed to perform pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).